Event description:
It was reported that the physician requested review of device data to confirm device operation. Upon review it was found that the patient's self-conducted ventricular rhythm accelerated from ventricular tachycardia (vt) to ventricular fibrillation (vf) after anti-tachycardia pacing (atp) therapy was applied. The device then delivered six shocks and therapy was exhausted. The patient was left in a ventricular rhythm and the arrhythmia was not converted. Additional information was received that this device was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.